Event description:
It was reported that this lead dislodged and was attempted to be repositioned without success. This lead is not expected to return for analysis. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).